Event description:
Ventlab hyperinflation systems ambu bag would not maintain adequate positive end-expiratory pressure (peep) during positive pressure ventilation (ppv) via bag/mask. Flow meter was correctly set at 10 liters per minute (lpm). Pressure relief valve had to be set at over 20 pounds per square inch (psi) to give effective ppv. Delay in being able to give adequate ventilation resulted in chest compressions becoming necessary. Neonatologist was at bedside during event.======================manufacturer response for ambu bag, ventlab hyperin======================incident reported to vendor. Product quality form completed for vendor.